Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and the client used prime several times, but didn¿t remove all the air from the cassette, so the message ¿air in line¿ kept appearing. Functional testing was performed and the reported issue was not duplicated. No fault of the device was identified during evaluation.

Event description:
It was reported that there is air in tubulure and impossible to purge. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.